Event description:
Per the audiologist, the patient experienced pain at the retroauricular area with device use. Hardware exchange was made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient with a new cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.